Manufacturer narrative:
Lot#; corrected data: the previously submitted MDR inadvertently provided the wrong suspect device for the event.

Event description:
The suspected tablet was returned to the manufacturer on 12/21/2015. Analysis is underway but it has not been completed to date.

Event description:
Analysis of the returned tablet was completed. No anomalies associated with the main battery were identified during the analysis. During the analysis, it was identified that the tablet could not charge the main battery. The cause for the identified anomaly is associated with a loose battery cable to the motherboard. Once the cable was reseated, no further anomalies were identified during the analysis. No additional relevant information has been obtained to date.

Manufacturer narrative:
UDI number : (B)(4).

Event description:
It was reported that a motion tablet does not power on when it is not connected to the power source. However, when the tablet is connected to the power outlet, it does power on, but interference prevents any communication with the generators, by showing the following message during the interrogation / program : "an error occurred while establishing communication with the generator. Please try to reposition the programming antenna". Troubleshooting was performed the issue did not resolve. Return to the manufacturer of the suspected tablet is expected but it has not been received to date. Review of manufacturing records confirmed that the motion tablet passed all functional tests prior to distribution.